Event description:
Reporter indicated that vns pt had passed away. It was reported that the pt was found with their head submurged in a tub of water. It was also reported that the death may have been a homicide or suicide; however, the death certificate indicates that the pt died of natural causes. The pt experienced a >25% reduction in seizures with the vns therapy and was receiving therapy at the time of death. Treating neurologist indicated that the reported event was not related to the vns therapy system. There is no evidence at this time that the vns therapy system caused or contributed to the reported event.